Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts throughout the stent that were stretched and bent. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 85% stenosed, de novo target lesion was located in the moderately calcified right coronary artery. After a non-bsc 6f sheath was engaged and a non-bsc guide wire crossed the lesion, serial pre-dilations were performed using 2x9mm non-compliant balloon catheter. A 2.75x32mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion despite multiple attempts. During the procedure, it was noted that the distal struts flared up, hence the device was removed and serial dilations were repeated using a 2x9mm and a 2.5x12mm non-compliant balloon catheters respectively. A 2.75x38mm promus element¿ plus drug-eluting stent was then deployed and post dilation was performed. A final control angiography showed a well deployed stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 85% stenosed, de novo target lesion was located in the moderately calcified right coronary artery. After a non-bsc 6f sheath was engaged and a non-bsc guide wire crossed the lesion, serial pre-dilations were performed using 2x9mm non-compliant balloon catheter. A 2.75x32mm promus element plus drug-eluting stent was then advanced but failed to cross the lesion despite multiple attempts. During the procedure, it was noted that the distal struts flared up, hence the device was removed and serial dilations were repeated using a 2x9mm and a 2.5x12mm non-compliant balloon catheters respectively. A 2.75x38mm promus element plus drug-eluting stent was then deployed and post dilation was performed. A final control angiography showed a well deployed stent and the procedure was completed. No patient complications were reported and the patient's status was stable.